Manufacturer narrative:
The reported event was confirmed, since the half of the broken product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device shows evident breakage. The impactor tip is broken into pieces at the proximal end where the impactor tip connects the impactor handle. The device has significant signs of wear evident by the external impaction marks. The breakage pattern indicates to be a brittle fracture. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If more information is provided, the case will be reassessed.

Event description:
It was reported that the impactor tip broke in half.

Event description:
It was reported that the impactor tip broke in half.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.